Manufacturer narrative:
A customer from the us alleged a discrepant result for three patients while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for three patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, 3 mdrs will be filed. Sample 1 and sample 2 both initially generated a positive flu a result. Sample 3 initially generated a positive result for sars-cov-2, flu a and flu b. All three original samples were immediately retested on a different platform which returned a negative result for all targets for each patient sample. Only the negative results were released. An investigation has been initiated and is ongoing.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).